Event description:
Swelling in right knee [joint swelling]. Right knee painful [arthralgia]. Pain woke her up at night [sleep disorder]. Needed a brace to help her walk [gait disturbance]. Case description: spontaneous report received on (B)(6) 2009 from a (B)(6) female patient, initials r-t, whose relevant medical history included: osteoarthritis of both knees and at least 2 previous courses of synvisc injections in both knees. The patient received 3 injections of her most recent course of synvisc therapy in the right knee in (B)(6) 2009. A couple of days after the patient's third synvisc injection in the right knee, her right knee became very swollen and painful to the point that it woke her up at night. She applied ice and heat, elevated her right leg, and stayed off her feet to try to decrease the swelling. On (B)(6) 2009, the patient saw her physician, who injected the right knee with a steroid injection and gave her a brace to help her walk. No further information was provided. As of the date of receipt of this report, the patient outcome was unk. Manufacture's comment: the benefit-risk relationship is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for specifications conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not been indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.